Event description:
It was reported that a 48-year-old hispanic female patient underwent revision breast augmentation with 225cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; found in the office via mammogram scan results. The patient has consulted with the healthcare professional. As a result, the device will be explanted on (B)(6), 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D6b explantation date: december 28, 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 8, 2024, mentor became aware that the explanted device was intact. Hence, device problem code under field h6 has been updated to "adverse event without identified device or use problem" on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 31, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per operative report received and reviewed by the clinician, mentor became aware that the right side device was intact and patient experienced right side breast mass per small nodule mentioned under operative report. Bilateral punctate calcifications were also experienced by the patient per mammogram report received. Patient underwent bilateral explantation and replacement with catalog number: 3502751bc; serial number: (B)(6) on the right side, and with catalog number: 3502751bc; serial number: (B)(6) on the left side on (B)(6) 2023. Reason for device explant and/or reoperation: right breast mass and implant site calcification. This supplemental medwatch report is for the patient¿s right-sided device. Left sided complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 14, 2024, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 225cc returned device. The instructions for use contain the following caution: rupture status identified by MRI evaluation includes both: suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection because microcalcifications are considered a hallmark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports were identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et al. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 14, 2023, mentor became aware that the date of surgery was moved up to december 21, 2023. Field d6b has been updated on this form. Replacement order was placed for catalog numbers 3502251bc, 3502501bc, 3502751bc, and 3503001bc. Manufacturer¿s reference number: (B)(4).